Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during bolus delivery. Blood glucose was 150 mg/dl. The customer declined assistance from tandem technical support regarding the issue; therefore, no additional information was obtained.